Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery as the device has not been working as well as when it was initially implanted. A new aus device was implanted. There were no patient complications.